Event description:
The black head (tip) of catheter was off and remained in hepatic arterial, which is still in patient's left hepatic artery. It was reported that the anatomy of the patient was tortuous. Updated information received on (B)(6) 2013: there is no scheduled surgery planned as the tip moved to a position that the doctor wants to embolize.

Manufacturer narrative:
Event evaluation: still under investigation.